Manufacturer narrative:
Additional manufacturer narrative: . (B)(4). The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. A manufacturing related issue was not identified. A definitive root cause could not be determined. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Per medical records, a 25mm 3300tfx aortic valve that was implanted for one day appeared to be nonfunctional and was in a closed position on echocardiogram and underwent removal of thrombus from the left and non-coronary cusps. The patient presented with severe aortic and mitral regurgitation and underwent a redo aortic valve replacement with a 25mm valve and mitral valve replacement with a 29mm valve. The patient was transported to the cardiac ICU in a critical but hemodynamically stable condition. On pod #1, echo was done at the bedside and showed some cardiac motion, but minimal ejection. At this time, the patient was taken to the cath lab for a failed attempt at the removal of iabp and placement of an impella. The patient was then taken emergently to the or. Tee was done in the or, and the aortic valve appeared to be nonfunctional and was in a closed position. The surgeon performed mediastinal re-exploration with removal of thrombus from the left and non-coronary cusps and replacement of ascending aorta with a 28 mm dacron graft, and removal of the intra-aortic balloon pump from the left femoral artery. The patient had significant bleeding from suture lines in the or. The patient continued to bleed profusely, remained coagulopathic and expired the following day despite the replacement of coagulation factors/blood products.